Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a150103 captures the reportable event of bands premature deployment. Medical device code a050501 captures the reportable event of deployment failure. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire was kinked, and it was rolled in the handle assembly. Additionally, the slack on the trip wire was not removed and there was evidence that the trip wire was not secured in the handle assembly slot when received. The ligator head was returned with four bands attached to it; however, these bands were moved from their original positions while one band was broken. The suture hole was in good condition and no damages were observed. Microscope examination was performed, and it was noted that the ligator head teeth were damaged. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, as per the device condition, it is likely that the slack was not removed properly. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension on the device can cause the ligator head teeth to bend. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: b5 (describe event or problem), e1 (initial reporter address, initial reporter city, initial reporter zip/post code).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, the bands were dislodged at the same time. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a photo was submitted by the customer showing the device outside the patient with three bands still attached to the ligator head and slightly moved out of their original positions. The white band was also noted to be broken and was tangled with the other bands. Additionally, the trip wire was not secured in the handle slot. ***additional information received on december 17, 2021*** it was reported that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, the bands were dislodged at the same time. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: a photo was submitted by the customer showing the device outside the patient with three bands still attached to the ligator head and slightly moved out of their original positions. The white band was also noted to be broken and was tangled with the other bands. Additionally, the trip wire was not secured in the handle slot.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.